Event description:
Operator received discrepant creatinine and urea results for one patient sample. Initial creatinine result 60 umol per l, repeat gave 203 umol per l. Initial urea result 3.0 mmol per l, repeat gave 17.0 mmol per l. The doctor asked for a repeat because results did not match with last visit, the doctor canceled the or. No information was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.